Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. Alarm silenced. After reviewing settings, explained to patient that she likely reset the reservoir volume by accident.